Manufacturer narrative:
The customer reported issue, missing high and low glucose alarms using fs librelink app. Attempted to replicate the customer complaint using a similar configuration. Enabled ¿high glucose alarm¿ and ¿low glucose alarm¿ features in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios operating system version 17.5.1. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, experienced a seizure and a loss of consciousness. The customer was unable to self-treat, requiring treatment of liquid sugar given orally by a non-healthcare professional (non-hcp). The customer then had contact with a healthcare professional (hcp) who obtained a glucose result of 2.5 mml/l and was administered unspecified drops and sugar for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios operating system version 17.5.1 and software version 2.11.2.8275. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, experienced a seizure and a loss of consciousness. The customer was unable to self-treat, requiring treatment of liquid sugar given orally by a non-healthcare professional (non-hcp). The customer then had contact with a healthcare professional (hcp) who obtained a glucose result of 2.5 mml/l and was administered unspecified drops and sugar for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for missing high and low glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. The sensor was scanned and few minutes warm-up observed. ¿high glucose alarm¿ and ¿low glucose alarm¿ features was enabled in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Nano amps was adjusted and low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.